Event description:
Removed patella, did not replace. Removed loose tibial tray and replaced. Tibial insert was completely worn through. Degeneration of patella bone stock. Delamination of tibial poly with lack of ingrowth to the tibial baseplate.